Event description:
It was reported to medtronic minimed that the customer reported pump error 63 (hardware low level failures), damage. The customer experienced hyperglycemia with blood glucose value of 240 mg/dl. The event involved product(s) mmt-1884, mmt-342, mmt-432ak. Troubleshooting was partially performed. The customer was able to clear the alarm and completed the rewind. The damage was at battery tube side and affecting functionality of then pump. No harm requiring medical intervention was reported. Product return for mmt-1884 is expected and the customer response was the device will be returned. No product return is required for mmt-342. No product return is required for mmt-432ak.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No pump error 63 alarm occurred during testing. A review of the pump history file shows there were two (2) pump error 63 (line number 147, file number 2017, variableinfo = 15) alarms (6/5/2025 at 21:06 and 6/8/2025 at 14:16) due to a problem with the twi interface or with ad5161 chip. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained and fading serial number label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. The pump error 63 alarm complaint is confirmed, fault isolated to the electronics. Cosmetic damage (crack) on the battery compartment (corner of the belt clip rails) and battery tube threads is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.